Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Event description:
It was reported that during an open colectomy procedure, when the surgeon fired the device for a half, the surgeon found that the proximal segment of the cartridge rose a little outside the jaws. The distal segment of the cartridge was set in the jaws steady. The proximal staples were malformed while the staples in the middle were properly b-formed. The staple line was a half. For the sake of safety, a new device was used to complete the procedure. The surgeon used the new device for cutting the targeted tissue as well as the former incomplete staple line. There was no adverse consequence for the patient reported. The patient is diagnosed with (B)(6). The device will not be returned.